Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced rupture on the left side post-operatively, which was confirmed via MRI. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2023.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On aug 17, 2023, it was noticed the device evaluation reported in the previous report corresponds to the contralateral device. The device evaluation associated with this impacted product is as follows: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant had an area of shell abrasion on the anterior view. Additionally, an area of separated material was found within the shell abrasion, measuring approximately 4.5 cm x 2.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On jul 17, 2023, the device lot number was identified as a mentor memorygel breast implant 450cc, catalog number 3504501bc, lot number 5717544. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On aug 1, 2023, two devices with the same lot number were received by the mentor failure analysis lab damaged. As a result, both will be conservatively reported. This report is for the first of two devices. See manufacturer report number 1645337-2023-09617 for contralateral side. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was found within the shell abrasion, measuring approximately 0.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).